Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. The device was evaluated. The customer had reported the device showing an error 113 and not cooling. However, the device passed calibration and the reported issue could not be reproduced. No repairs were required since the reported issue was unconfirmed. The device passed all applicable testing and is ready for use. The DHR review is not required as the complaint or reported issue was confirmed through other elements of the investigation not to be manufacturing related. The reported event is unconfirmed, labeling/packaging review is not required. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected

Event description:
It was reported that the arctic sun device seemed to be the chiller. The sensor on the chiller temperature (t4) was 33.1c and it would not cool. Per review of wo on 03jul2023, there was no patient involvement. Per follow up information received via email on 24jul2023, this device has been repaired in their service partner and returned to the customer and did not have more information because it was not from assigned territory. Probably find more detailed info in service max regarding the concrete failure detected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device seemed to be the chiller. The sensor on the chiller temperature (t4) was 33.1c and it would not cool. Per review of wo on 03jul2023, there was no patient involvement.